Manufacturer narrative:
Event date: this event occurred during an unspecified (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported four (4) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. The leaks were discovered prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between august 21, 2018 - august 22, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.